Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified no records in the last 12 months. The customer issue was confirmed by performing the visual testing functional performance verification test (pvt). The air detector was found to be defective and did not recognize the cassette. The air detector was replaced to fix the issue. The downstream occlusion (dso) seal was replaced as well. A dso/uso sensor calibration plus a performance verification test (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.

Event description:
It was reported that the device exhibited a constant inline alarm error during testing. There was no patient involvement.